Event description:
Baxter (B)(4) received a report that one folfusor lv 10 ml/h reportedly backflowed after filling. The reported complaint took place before patient connection, no patient involvement. It is unknown with what the device was filled. No patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.